Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at between 8:15-8:30am on an unspecified date in (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of "495 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (no adjustments). She reported that after obtaining the alleged inaccurate result, she continued with her usual dose of medication, including sliding scale, and administered 70 units of novolog 70/30 insulin in the morning and 60 units in the evening. She claimed that the "next day", she developed symptoms of "weak, sweaty and trembling". She denied receiving any treatment for her symptoms. During troubleshooting, the cca established that patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient was unable or unwilling to perform a control solution test to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered medication based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up #2.the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.